Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spikes on tibial cutting jig were bent. Jig needs to be replaced.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device revealed one pin bent and the second pin broken. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.